Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient's blood glucose reached 329mg/dl while wearing the pod for between 4 and 24 hours. She gave boluses via the pdm (personal diabetes manager) and then took the patient to the hospital, where he was admitted for two days. He was diagnosed with diabetic ketoacidosis. Treatment included two ivs, one was humalog and the other was glucose. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed portion of the soft cannula. After turning the ratchet gear, insulin was observed exiting the tear. The customer did not report that the cannula appeared abnormal or that the device was leaking so it could not be determined how the cannula was damaged.